Event description:
This ancure implantation case was performed in 1998. The pt was implanted with a bifurcated endograft. The case was performed without any complications. Final angiogram appeared normal. On the post-op CT scan, a proximal endoleak was detected. The physician decided not perform any intervention due to the pt's history of allergic reaction to anesthesia. At the 2 month follow-up, an endoleak was slightly still present and there was thrombus forming around the leak. No intervention was performed. The 4 month CT scan showed no evidence of any endoleak. During the 4 to 30 month follow-ups, there was no endoleak present and there was significant reduction of the aneurysm in size and diameter. At the 36 month follow-up, an endoleak was detected and the aneurysm had grown in size and diameter. The origin of the endoleak was noted in proximity of the graft bifurcation on the posterior side, caudad to the intended site. In 2001, the physician decided to deploy a palmaz stent with the intention of sealing a suspected proximal endoleak. The stent was deployed and it fell very close to the bifurcation. Final angiogram and CT scans showed that the leak was originating from the graft. A leak from the graft was confirmed by guidant from reviewing the films supplied. The physician plans to implant an excluder graft within the ancure graft within the next 2 weeks.